Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err281. No additional patient or event information is available. No product or data was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was exposed to moisture. Dexcom labeling indicates that the dexcom cgm receiver is not water resistant. Do not get the receiver wet at any time.